Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. Patient died. It was reported that during an atrial fibrillation case, a pericardial effusion was noticed. There was a drop in blood pressure in the patient. The pericardial effusion was confirmed by ultrasound - ice. The medical intervention was a pericardiocentesis, and 170ml of fluid was removed. The patient was reported to be in stable condition. The adverse event occurred during use of bwi products. Intervention was provided of ptap, CT, pericardial windows. A transseptal puncture performed with brk-1 needle. Ablation was performed. No evidence of steam pop. Patient died during ablation. Irrigated catheter flow setting of 15. Generator information sa s/n g4c-2453. Correct catheter settings selected on the generator. Pump switching from ¿low¿ to ¿high¿ flow during ablation was performed. No error messages observed on biosense webster equipment during the procedure force visualization features used were graph, dashboard, vector and visitag. Visitag module for range was used. No information on exact parameters at this time. No additional filter used with the visitag. Color option of average f value was used. Serious injury that results in the death of the patient is to be MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 15-dec-2022. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. Patient expired. It was reported that during an atrial fibrillation case, a pericardial effusion was noticed. There was a drop in blood pressure in the patient. The pericardial effusion was confirmed by ultrasound - ice. The medical intervention was a pericardiocentesis, and 170ml of fluid was removed. The patient was reported to be in stable condition. The adverse event occurred during use of bwi products. Intervention was provided of ptap, CT, pericardial windows. A transseptal puncture performed with brk-1 needle. Ablation was performed. No evidence of steam pop. Patient died during ablation. Irrigated catheter flow setting of 15. Generator information sa s/n (B)(6). Correct catheter settings selected on the generator. Pump switching from ¿low¿ to ¿high¿ flow during ablation was performed. No error messages observed on biosense webster equipment during the procedure force visualization features used were graph, dashboard, vector and visitag. Visitag module for range was used. No information on exact parameters at this time. No additional filter used with the visitag. Color option of average f value was used. Additional information was received on 5-dec-2022. It was reported that in the physician¿s opinion, the cause of death was unknown. Pericardial effusion was noted 3/4 of the way through the procedure. P-tap was performed. The patient was sent to CT and expired during the procedure. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for lot 30887094l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).